Manufacturer narrative:
Age at the time of event: 18 years or older. Device is a combination product.

Event description:
Reportable based on device analysis completed on 04dec2018. It was reported that inflation failure occurred. Vascular access was obtained via the femoral artery. The 80% stenosed, 20-30mm in length, concentric, de novo target lesion with a bend of less than 45 degrees was located in mildly tortuous and non calcified left circumflex artery. A 3.50x38mm promus element long drug eluting stent was advanced to treat the lesion. Upon inflation, it was noticed that the balloon did not inflate and the valve of the balloon obstructs. The device was removed and the procedure was completed with another of the same device. No patient complications were reported. However, returned device analysis revealed stent damage.   Promus element, mr, ous 3.50x38mm stent delivery system (sds) was returned for analysis. A visual examination of the stent found damage to proximal stent rows 1-2 with stent struts lifted and pulled distally. The undamaged crimped stent od (outer diameter) was measured and the result was within maximum crimped stent profile measurement. A visual and microscopic examination of the bumper tip showed no signs of damage. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The inflation device was verified before and after use. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the shaft polymer extrusion found no issues. No other issues were identified during the product analysis.